Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (sn (B)(6)) will power on the autopulse platform, however the platform will power off within a minute was not confirmed during functional testing. No device malfunction identified, and the battery functioned as intended. The probable root cause for the reported complaint based on the archive data review was due to not charging the battery fully prior inserting into the autopulse platform, as a result of battery mismanagement and charging practice by the user. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed three amber lights. During functional testing, the autopulse li-ion battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the battery status leds showed four green lights. Battery was also tested in a known good autopulse with compression using large resuscitation text fixture for about 32 minutes with no issue. The battery archive data review showed battery mismanagement and charging practice by the user. On (B)(6) 2020 to (B)(6) 2021, the customer used or inserted the battery in the autopulse for about few seconds to 4.17 days without charging in between and battery recorded a slightly discharged on one or more of its cells. Based on the archive data, the battery was last charged successfully on (B)(6) 2020 and was last used/inserted in the autopulse on (B)(6) 2021. The autopulse power system user guide states: always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days. After every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery. A fully charged li-ion battery left in a zoll autopulse platform for an extended period will eventually discharge below its minimum operating voltage. Educated the customer by sending an email with investigation findings and by providing a copy of the autopulse power system user guide.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the battery is returned, and the investigation has been completed.

Event description:
During shift check, the fully charged autopulse li-ion battery (sn (B)(4)) powered on multiple autopulse platforms, however; the platforms will power off within a minute. Per customer, the reported battery was successfully charged prior inserting into the autopulse platform. The customer tested the autopulse platforms with another good working battery and performed as intended. No patient involvement.